Manufacturer narrative:
Additional contact details: (B)(6). A getinge field service engineer (fse) evaluated the unit and replaced back up batteries. Complete cs300 pm to factory specifications. Device passed all functional and safety tests according to factory specifications.- device was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) unit has battery run time failure. There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.